Manufacturer narrative:
The biomedical engineer (biomed) reported that the display screen on the g9 monitor was flashing and blacking out and the touchscreen was unresponsive. This did not stop vitals from flowing. They were using the g9 as a standalone and was not being monitored at a cns. Rebooting the g9 would temporarily resolve the issue, but the issue would return. Power cycling the monitor (screen) also did not resolve the issue. Additionally, they had to run a second usb cable to enable the touch capability. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that the display screen on the g9 monitor was flashing and blacking out and the touchscreen was unresponsive. No patient harm was reported.